Event description:
The customer reported "1, 2, and 3 buttons unresponsive sometimes". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.